Manufacturer narrative:
Description of event: originally reported as broken, however, this device was not broken. Only removed during the revision of another component. (B)(4) no known device problem. Originally reported as broken, however, this device was not broken. (B)(4). This report number was originally omitted from the initial report.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend. Product not returned.

Event description:
Allegedly revised due to a broken component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no additional information has been obtained from the surgeon. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00774.